Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, at the sensor insertion site. Patient's mother described the skin reaction as a red rash with blisters. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with prescription duoderm and apex cream. Patient was seen by physician for skin reaction and prescribed medications on (B)(6) 2015. No additional event or patient information is available.